Manufacturer narrative:
The complaint products were received for analysis. The reported product condition of prosthesis wear was confirmed. The frequency of occurrence ranking scale is "very low", therefore, this does not appear to be design-related. The company has not received any other complaint reports involving parts from this manufacturing lot of (B)(4) pieces. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. There were no user-related issues reported that appear to have contributed to the reported event. The revision reported may have been the result of polyethylene wear consistent with a vertical cup orientation resulting in an edge-directed load due to superior migration of femoral head. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. It is noted that a device specific risk is found along with age and activity, excessive wear of the implant components can happen with impingement of devices. Biomechanics are also a risk to implant wear, this patient has bilateral hip replacements and spinal fusion, these elements will affect the gait and body movements stressors that are introduced to the hip implants. Based on review of all available information, there is no evidence to suggest that the reported prosthesis wear is related to any design or manufacturing issues. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient is active and has medical history that could affect the biomechanics and the wear and stress to the hip implant. The patient left the or with a stable hip joint. No additional information was provided. This is one of two products involved with the reported event and the associated manufacturer report number is 1038671-2017-00563.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery approximately 4 years ago. Pending revision due to poly wear.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision due to poly wear.